Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still in progress and pending results. The scopes will be sent to an independent laboratory for microbial testing and eto sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. This report will be supplemented when the device evaluation has been completed.

Event description:
Olympus was informed by the user facility that an unspecified number of patient bronchoalveolar lavage (bal) washings tested (B)(6) for (B)(6) involving three different olympus bronchoscopes. The patients are fine and have been discharged. It was further reported that the scopes were not cultured. The scopes are pre-cleaned after each procedure in the or. It is then manually cleaned and the channels of the scopes are brushed using a non-olympus halyard single use dual-ended cleaning brush. The scopes are leak tested using an olympus leak tester. The scopes are reprocessed in a non-olympus steris 1e automated endoscope reprocessor (aer) machine. The last preventative maintenance on the aer machine was (B)(6) 2018. No problems reported with the aer machine. The scopes are hung in a ventilated scope cabinet. In addition, it was reported that all of the reprocessing staff are properly trained in reprocessing scopes. This is report 1 of 3.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the endoscopic support specialist (ess). On june 14, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess observed that customer did not suction the scope for 30 seconds prior to filling channel with detergent. It was also noted that the customer utilizes third party brushes for reprocessing. The ess provided the user facility staff repair reduction information. The ess recommended that the user facility perform all reprocessing practices in accordance to the olympus reprocessing manual.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results and to provide the evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's auxiliary and instrument / suction channels were cultured and no mycobacterium organism or any other microbial growth was recovered from the scope. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the bronchoscope and found a red stain inside the biopsy channel near the top of the biopsy port when inspected with an olympus boroscope. Additionally, the biopsy channel was found with kinks and tear marks inside the biopsy channel wall from the bending section side; however, there were no restrictions noted when passing a brush/forceps through the channel of the scope. The scope passed leak testing. The scope was serviced and returned to the user facility. As part of our investigation, a review of the device service history was performed and found that the scope was purchased on july 7, 2015 and has not been returned to olympus for service prior to this incident. Based on device evaluation findings, the cause of the reported event could not be conclusively determined; however, improper maintenance of the device could not be ruled out as a contributing factor to the reported event. The instruction manual for use provides a warning statement in an effort to prevent cross contamination and equipment damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. ¿